Manufacturer narrative:
The console in question was returned for evaluation. Analysis results indicate the console performed within specification.

Event description:
Additional information received indicated that some patients needed a catheter to be inserted after treatment due to urinary retention. There were no patients that needed a colposcopy bag after treatment.

Event description:
It was reported that the console temperature went beyond the prescribed temperature and caused discomfort to the patient. Also, due to the higher temperature, it was indicated that the patient needed a colposcopy bag longer and a catheter needed to be inserted after treatment. No additional patient complications were reported in relation to this event.